Event description:
Hcp reported pt presented in 2004 with symptoms of withdrawal including pain, nausea, and sweating. Hcp reports "this is second time pt. Reported withdrawal symptoms about 1 week after refill." The patient was told to come in for evaluation but did not show because they said they felt better"